Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type, lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain, chronic low back pain and radiculopathy. It was reported that on (B)(6) 2015, patient presented for post-operative follow-up. Patient stated stimulation working very well. Patient had x-rays which showed a small migration of leads cephalad compared to intraoperative placement. It was stated the stimulator was working well regardless. No actions were taken and the outcome was reported to be resolved without sequelae as of (B)(6) 2015. The etiology was related to device or therapy. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Due to imdrf harmonization, method and result codes were updated. If information is provided in the future, a supplemental report will be issued.